Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer reported using cold insulin. Tandem technical support informed customer that using cold insulin is off label per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer.